Event description:
On 15-feb-2024 a spontaneous report was received from the united states regarding a female consumer (age not provided) who used an unspecified herbal pantiliner. On an unspecified date, the consumer topically applied an unspecified herbal pantiliner for an unspecified indication. On an unspecified date after applying the product, the consumer experienced an allergic reaction which resulted in a bacterial infection after wearing one pantiliner. On an unspecified date the consumer talked to her doctor of obstetrics and gynecology. She had to take topical medications and had to spend money on medications (not further specified). After two weeks, she started healing. No further information was provided.

Manufacturer narrative:
For this investigation, no specific herbal menstrual liner lot code was reported by the consumer. Therefore, a documentation review on herbal menstrual liners was performed across 11 lots manufactured in 2023 and 2024. Qc inspection records of the 11 lots manufactured in 2023 and 2024 of were reviewed and it was confirmed all in process checks were performed, and the results of those checks were in compliance with the specification.